Event description:
It was reported that the patient was thrown off a horse in (B)(6) 2014 and not used the stimulation from their implantable neurostimulator (ins) since then. It was noted that they had stimulation in the wrong location and no longer received stimulation to their right shoulder as they previously had for their typical pain. In addition, they had less than 50% therapy relief at the location of the lead. A second overdischarge (od) condition was confirmed on the patient¿s ins system. The patient met with the manufacturer¿s where a physical mode recharge (pmr) was performed which successfully reset the device. A trickle charge was started and the patient charged the device. A power-on-reset (por) was then seen with an error code of 2408 which was successfully cleared. Reprogramming was attempted using almost every configuration of lead but the stimulation covered more of the trapezius area instead. It was noted through impedance testing showed high impedance on contact #0. The patient shared with the representative ¿a couple of things¿ and the doctor¿s office was notified. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n325886, implanted: (B)(6) 2013, product type: accessory. Product ID: 97791, lot# n394224, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the lead component that was already in the patient was repositioned and an additional lead was added because the patient was having pain down their right arm. The patient was reported as doing well and recharging regularly. The patient did have a follow up appointment in 2-3 weeks (around (B)(6) 2015). Should additional information be received, a supplemental report will be filed.